Event description:
In december 2005, an installation technician was performing an install of the blu-u photodynamic therapy illuminator at a physician's office. The technician reported the following event. During the installation, the technician was holding the base unit on its side while installing the casters. The base unit reportedly "slipped" on the carpet and the technician tried to catch the unit with his right hand. The base unit landed on the technician's right hand, injurying the middle and ring fingers. The technician was treated by the physician at the office, who stitched both fingers and bandaged the hand. The technician stated he experienced pain, tingling and loss of sensation in both fingers. The technician was treated at a follow-up appointment in about two weeks later for a dressing change and reported that nurse stated his fingers "were coming along" (healing). He had another follow-up appointment scheduled in a week later to remove the stitches. As of about a week after the incident, the technician stated he was healing, however, he still felt sorness, tingling and loss of sensation in both fingers.